Event description:
Customer reported having a blood glucose level of over 600 mg/dl and being hospitalized several weeks before the call. Customer's blood glucose level at the time of hospitalization was 400 mg/dl. Customer stated that she was not feeling well and was sent from her doctor's office to the hospital. Blood glucose level was 284 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.